Event description:
It was reported that a patient who underwent a femto treatment during which the posterior capsule split while phacoemulsification was being performed. At the time of the incident, approximately 90% of the lens remained to be removed. The physician successfully extracted most of the lens and placed a lens in the eye using reverse optic capture. No additional information was provided.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.